Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that chronic low r-wave amplitude was noted on the right ventricular lead. The physician decided that a new lead at the generator change would provide better sensing. The lead was capped and replaced on (B)(6) 2020. There were no adverse effects to the patient pre or post procedure.